Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bl 22ga x 1.0in catheter broke / separated after placement. The following information was provided by the initial reporter translated from spanish to english: when it was punctured, the plastic part, which is inside the vein, burst inside the patient's vein.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).

Event description:
Response received from customer regarding notivisa number; the product was notified.